Event description:
On (B)(6) 2009, the pt was treated with a gore excluder aaa endoprosthesis. The device was deployed, but then the pt was converted to open surgery for an unk reason and the stent-graft was replaced with a hemashield graft.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.